Event description:
Hemodialysis treatment initiated. Within 10 minutes pt complained of shortness of breath, chest pain and stinging sensation throughout his body. Treatment was discontinued, oxygen applied and pt placed on the heart monitor. Dr was notified. Blood pressure was 140/90, pulse 120. Pt was sent to the hosp for an outpatient hemodialysis treatment which was completed without problem. Pt is on a regular maintenance dialysis program and has had no further problems. (Also see 1001462.)